Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Although it was confirmed that the device is not available for further evaluation, the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: patient arrived to labor and deliver for c-section. Epidural catheter tip broke off during placement. The patient received an epidural catheter; catheter not believed to be in a functioning position. Upon removal, the catheter broke and 7.5 cm was retained. A neurosurgical consult did determine that no surgical intervention was required at this time. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was returned for evaluation. Further investigation of the complaint is not possible without a sample. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. While we are unable to confirm the reported defect, we will maintain this report for future reference, and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow-up will be submitted.